Event description:
It was reported that the customer was hospitalized due to high blood glucose of 800mg/dl, and she was treated with manual injections. The nurse stated that the customer was experiencing vomit, headache, and abdominal pain. The caller also stated that the insulin pump has alarmed for missed bolus. Assisted the nurse with priming. Reviewed the alarm history and settings, and everything seems to be working properly. The nurse stated that the customer only needed insulin. The nurse did not want to continue testing as she knew that the customer did not have any insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.